Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a lap sigmoidectomy, the blade was broken off outside the patient. No pieces fell into the patient. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device was not activated without clamping target tissue and had not contacted with metals.